Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4): based on the information provided, the specific cause of breakage for this screw is unknown. The design and clinical risk management lists several potential causes for screw breakage during insertion including technique related causes that may independent of the design. This screw design has been used for almost 20 years and is adequate for its intended use; the design did not contribute to this complaint event.

Event description:
On (B)(6) 2013 the sales consultant reports a screw broke during insertion into the patient. This report is for an unknown screw. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
The results of the manufacturing evaluation show that due to an unknown cause, the screw broke. The material of the screw was confirmed to be within specification but the length could not be measured because the screw is broken. The head diameter and major thread diameter are within specification the part passed inspection at the time of manufacturing.

Manufacturer narrative:
Device was used for treatment, not diagnosis.